Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during a procedure. According to the complainant, while unpacking the device, a bend was identified. Additional follow-up indicated the customer did not identify if this event occurred prior to a procedure.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information form that review, a supplemental medwatch will be filed.